Event description:
The pt was on dialysis. The nurse changed the fluid replacement bag, and it is believed that the spike on the end of the tubing was discarded with the old bag. The tubing was screwed onto the new bag, but because the bag was not spiked, no replacement fluid was infusing. The dialysis machine was set to deliver 1000cc of fluid per hour and remove 1100cc of fluid per hour. It removed 863cc within forty-five minutes. It is believed that volume depletion contributed to the pt's death.